Manufacturer narrative:
The reported event is believed to have been attributed to stress, leading to eventual fatigue in the material of the top plate of the inner tube. It was reported that the affected component was replaced with a new component and the device returned to the end-user. CAPA (B)(4) was opened to address the root cause of this failure mode. This is a late filing MDR to ensure all reported complaints are properly submitted. Due to the age of the complaint, specific details related to the event are unavailable. Please reference cover letter: permobil MDR late filing (11 of 32).

Event description:
Received report of the seating having detached from the chassis. Reports from inspection shown the upper plate having detached from the inner tube of the seat elevator. No injury were reported to have occurred as a result.